Manufacturer narrative:
(B)(4). Per the user facility's biomedical technician, the unit would remain on but the display would turn white. The unit was turned on and off which corrected the issue temporarily but after a couple of minutes the display would turn white again.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the display turned all white. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. He replaced the display assembly as the probable cause. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory evaluation, the product surveillance technician observed the display assembly to function as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.